Event description:
Head of bed won't go up.

Manufacturer narrative:
Head hydraulic cylinder bad. Part on order. Repair was not complete at time of report. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.